Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a faulty preload motor module causing the system to fail on the motor health test.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side manipulator (psm) 3 to resolve the issue. The system was verified and ready to use. Isi has not received the psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during system check, the customer experienced an issue with a patient side manipulator (psm) 3. There was no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system was functional. The patient side manipulator (psm) was exchanged for preventive measures because of intermittent issues. The psm was returned for failure analysis, and the reported issue was confirmed and replicated. Field data showed a failure on the metric during preload motor health check, confirming a fault occurred in the field. During visual inspection, no issues were seen that would be relevant to the reported event. The unit was installed onto a golden system where the unit had functioned as designed. The testing was then run, and the unit failed the preload motor health check. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed the preload motor health check. Further analysis of the plot for the failed metric revealed an issue with the preload motor. A golden preload motor was installed onto the unit where the psm was then able to pass the test. The original preload motor was installed back onto the psm to perform testing, and the unit again failed the preload motor health check.